Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025 the user¿s caregiver reported persistent low glucose readings of 40 mg/dl on the dexcom g7 continuous glucose monitor (cgm) despite the user consuming orange slices, half a chocolate muffin, and using baqsimi nasal spray. The user could not confirm results with a blood glucose (bg) meter at the time. The cgm continued to read low for approximately three hours. The cgm was four days old and was replaced that morning, revealing that bg levels were actually elevated at 439 mg/dl. A second g7 sensor failed shortly after installation and was replaced again, after which accurate readings resumed and the ilet delivered corrective insulin. Bg stabilized at 302 mg/dl and continued trending down. No medical intervention or outside assistance was required.